Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on both the cold and hot jaw were intact with no defects observed. No other visual defects observed. Based on the condition of the device as found, the reported complaint was not confirmed for "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had slight delamination of the tips. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had slight delamination of the tips. A replacement device was used to complete the procedure. The hospital did not report any patient effects.